Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with injection fortum (1 gram and frequency not reported) and injection reflin (1 gram and frequency not reported) intraperitoneally for the event of peritonitis. The patient's outcome was unknown. The action taken with dianeal therapies was not reported. No additional information is available.